Manufacturer narrative:
Depuy mitek to date has not yet received the complaint device for evaluation. However the reported failure mode of the device is consistent with failures produced in a lab environment by the application of excessive mechanical force. Although it is not conclusive we could not identify any other factors that would result in such a failure other than those mentioned in the instructions for use. There are no pt consequences being reported and surgeon is reporting the broken fragment was retrieved from the body, it is possible that pt injury could potentially occur. Because of this potentiality an MDR is being filed to document this event. When and if the complaint device is received here at depuy mitek it will be subjected to a failure root cause analysis. If the analysis identifies any definitive root cause a follow-up report will be filed.

Event description:
Our affiliate in another country is reporting that during an arthroscopic procedure, the ceramic tip broke off into the knee joint. The surgeon was able to retrieve it.